Event description:
The device was returned to factory service for recall service. When tested it was found to only display noise where the ECG signal should have been displayed.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device was in welch allyn factory service for service under recall when the device was found to display only noise where the ECG signal should have been. Investigation isolated the cause of the malfunction to a fractured solder joint on one pin of the ECG analog to digital (a/d) converter ic on the preamp printed circuit board. The preamp board was replaced to restore device operation. The repaired and updated device was returned to the customer after passing acceptance testing.